Manufacturer narrative:
H10: a philips authorized service provider (asp) evaluated the device and confirmed the reported issue. The asp replaced the central processing unit (cpu) printed circuit board assembly (pcba) and confirmed resolution with performance verification testing. The asp contacted a philips rse to obtain the necessary option codes to restore the device to full functionality. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint from the customer biomed reporting a backup alarm failed error occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed error code 1104 (backup alarm failed) in the device diagnostic log. The bme reported the issue continued after replacement of the power management (pm) printed circuit board assembly (pcba). The rse recommended the central processing unit (cpu) pcba for resolution. The investigation is ongoing.

Manufacturer narrative:
The removed central processing unit (cpu) printed circuit board assembly (pcba) was returned to the product investigation lab (pil) for analysis. Per engineering report (ER), the issue of ls1 and secondary alarm failure has been previously investigated. Testing of this cpu with the accusation of a secondary alarm failure / e/c (error code) 1104 has been analyzed and the results of the testing of this cpu resulted in a no problem found conclusion.